Event description:
A letter from an attorney alleges that while his client was using an oxygen concentrator, fumes and vapors from revlon clean and clear spritz hair spray were apparently ignited by static electricity. This event resulted in burns to client's head, upper body. This event occurred while the spray was being applied by an attendant. Cause of death was listed as "renal failure with 15% caused by secondary burns".